Event description:
I used poligrip and fixodent from approximately (B) (6) 2002 until (B) (6) 2010. About (B) (6) 2004, I had a emg to find out what was causing the tingling in my feet and legs. Nerve damage was ruled out, later on I was diagnosed with neuropathy. Dose or amount: denture cream, frequency: 1 daily, route: oral. Dates of use: (B) (6) 2002 to (B) (6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.